Event description:
It was reported that the customer's insulin pump was ran over by a car, and not the display as well as the plastic case. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.